Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d4; g3; h2; h3; h4; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: cobalt .08, elevated, chromium 0.2, normal range. Revision left total hip arthroplasty revision operation notes large femoral bone cyst likely secondary to metal debris. Well fixed acetabular component with significant metal debris. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Event description:
It was reported that the patient underwent an initial reverse total shoulder on an approximately four (4) years and seven (7) months ago. Subsequently, the patient underwent a revision surgery approximately one (1) year and five (5) years ago due to increased pain and loss of range of motion due to the implant disassociating with clavicular nonunion and scapular malalignment.

Manufacturer narrative:
(B)(4). D10: medical products: item#: 010000589, comp rvrs 25mm bsplt ha+adptr; lot#: 919300. Item#: 00435003600, 36mm vit e liner +0mm; lot#: 64375020. Item#: 115395, comp rvs cntrl 6.5x25mm st/rst; lot#: 916180. Item#: 180551, comp lk scr 3.5hex 4.75x20 st; lot#: 428110. Item#: 180553, comp lk scr 3.5hex 4.75x30 st; lot#: 457940. Item#: unknown, unknown tm rev humeral component; lot#: unknown. Item#: 00434901213; 12mm ã¿ 130mm length humeral stem; lot#: 64759372. G2: foreign: japan. G2: literature: yuki yoshida, takeshi ikegami, jos case reports, https://doi.org/10.1016/j.joscr.2025.02.001. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: a reverse shoulder arthroplasty was placed in the patient on (B)(6) 2021 at the age of 73. The final routine checkup in 2022 (month unknown) noted, bone resorption of the greater tubercle and scapular notching. At 75 years of age, she began experiencing frequent falls due to muscle weakness eventually requiring admission to a care facility. After admission, there was no documented history of falls or trauma. However, a palpable mass was observed in her right shoulder. Although she experienced pain during shoulder movement while receiving care, the condition was initially monitored without intervention. Her shoulder pain during caregiving gradually worsened, and she was referred to hospital at 77 years of age. On (B)(6) 2024, the patient presented to the emergency department complaining of shoulder pain. Radiography and computed tomography revealed that the palpable mass was the dislocated glenosphere at the anterior surgical site, along with glenosphere dissociation. Revision occurred on (B)(6) 2024 when the glenosphere, liner, baseplate and screws were revised and the humeral stem was retained. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.